Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative: 1. Section b. Box 5. Describe event or problem 2. Section d. Box 4. Lot # 3. Section d. Box 4. Catalog # 4. Section d. Box 4. Expiration date 5. Section d. Box 4. Unique identifier 6. Section g. Box 4. PMA/510k number 7. Section h. Box 4. Device manufacture date please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was discarded and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a pod packing coil (packing coil), a ruby coil, and a lantern delivery microcatheter (lantern). During the procedure, the ruby coil unintentionally detached within the microcatheter. The physician then removed the lantern containing the detached ruby coil, which was subsequently flushed out. The procedure was completed using a new coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a pod packing coil (packing coil), a ruby coil, and a lantern delivery microcatheter (lantern). During the procedure, a coil unintentionally detached. The physician then used a snare device to successfully retrieve the detached coil. It's currently unknown which coil unintentionally detached. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.